Manufacturer narrative:
Event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that three weeks prior, the patient had used a handheld electrical muscle stimulation (ems) device for their face. It was noted when they used it, they felt electrocuted through their entire body. The patient also reported their ins was no longer working, but they had set up an appointment with their healthcare provider to have it checked. No further complications were reported.